Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer performed self-test and they received hardware low level failure error. Customer also reported that they had power failure alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 24 noted during testing. Pump error 63 alarm confirmed in the pump history file due to broken trace on keypad assembly.